Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor home switch. Unable to perform the functional testing due to the blank display.

Event description:
The customer reported a motor error alarm. Unable to troubleshoot due to the alarms. Advised that the insulin pump would be replaced. Nothing further was reported.